Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01387, 0001822565-2022-01389. Concomitant medical products: femur cemented (cr) standard left size 10 item# 42502606801 lot# unknown; articular surface fixed bearing (uc) left 10 mm height item# 42512200510 lot# unknown. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised approximately two years and seven weeks post implantation due to pain and stiffness. It was noted that patient had suffered a multiple ligament injury earlier in life. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 visual examination of the provided pictures identified signs of being implanted (scratched, wear, discolored). Foreign material can also be seen on the surfaces of the implants. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.